Manufacturer narrative:
There was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no products are expected for return to intuitive surgical, inc. (Isi) for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, a hole was noted in the bladder. The patient had a history of three cesarean sections. The surgeon explained that while taking down the bladder, scar tissue contributed to the hole. The surgeon consulted urology and the procedure was converted to open surgery. It is unclear what surgical intervention was rendered due to the complication. The patient had no post-operative complications and went home with a catheter for two weeks. The surgeon stated he would retrograde fill the bladder to better delineate the bladder reflection.